Manufacturer narrative:
Customer indicated that they did not attempt to plug damaged power supply in and used the power supply from the unit they replaced. The original equipment manufacturer (OEM) of these power supplies has identified two root causes for the damaged power supply adaptors. The incorrect torque setting was selected by the production operator for the screws used to secure the power supply adaptor housings together. Mineral oil was found on the screws used to secure the housings together. The oil is used during the machining process during the production of the screws and was not removed by the screw supplier. These two root causes resulted in a combination of mechanical and chemical stress which led to the cracking of the screw pillars inside the housing top of the power supply adaptor. Siemens issued an urgent field safety notice ((B)(4)) to notify all affected siemens customers.

Event description:
Customer reported that they received broken power supply adaptor with new unit. There was no report of injury due to this event.